Manufacturer narrative:
H10: manufacturing review: a detailed device history record or lot history record review was not conducted as the lot numbers was not known. Investigation summary: the sample was not available for evaluation and no images were provided for review. The reported issues may be related to difficult patient anatomy, challenging placement site or off label use. There was no specific device deficiency reported. Based on the information available, a definitive root cause for the reported issue could not be determined. Labeling review: in reviewing the current labeling it was found that the instructions for use potential adverse events associated with the use of the bard e-luminexx biliary stent were found addressed. E.g. Cholangitis, cholecystitis, duodenal perforation, external biliary fistula, infection, liver abscess, pain, pancreatitis. Preparation of the stent delivery system, stent placement including use of various deployment methods as well as use of applicable accessories and pre and post dilation are properly addressed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through an anonymous post-market clinical follow up survey, that during a stent placement, there were occurrences of sepsis, abscess and pain. The current status of patient(s) is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through an anonymous post-market clinical follow up survey, that during a stent placement, there were occurrences of sepsis, abscess and pain. The current status of patient(s) is unknown.